Manufacturer narrative:
The reported event could not be confirmed, since the device was not returned for evaluation and no other additional information is available. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. The device history record could not be reviewed because the affected lot number was not communicated. If any further information is provided, the investigation report will be updated.

Event description:
The manufacturer became aware of a literature published by department of orthopedic surgery, seoul medical center in korea. The title of this report is ¿a comparison of u-blade gamma3 and gamma3 nails used for the treatment of intertrochanteric fractures¿ which is associated with the stryker ¿gamam3 nailing¿ system. The article can be found at http://dx.doi.org/10.5371/hp.2020.32.1.50. This report includes research done on 90 patients between the period august, 2015 and december, 2018. It was not possible to ascertain specific device details or patient information from the report, or to match the events reported with previously reported complaints. Therefore, new complaints were initiated in the system for the post-operative complications mentioned in the report. This product inquiry addresses (3) cases of screw cut-out for which total hip arthroplasty was performed after the removal of an im (intramedullary) nail.